Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that difficulty was encountered while attempting to place an impella 5.5 pump for impella support, due to the patient's anatomy. Manipulation was attempted, but the decision was made to use another impella 5.5 pump for implant. Coinciding with the delivery issues, bleeding complications were noted around the anastomosis of the graft and aorta. An unknown quantity of blood products were given and the site was surgically repaired to treat the bleed.

Manufacturer narrative:
The investigation for the reported delivery issues and the access site bleeding has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause of the delivery issues. According to the clinical details, md had difficulty crossing ao valve resulting the impella to bend in 2 locations. Therefore the root cause of the delivery issues was most likely user-related. Without sufficient details nor a returned device, the root cause of the access site bleeding was unable to be determined.